Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution leaked out of the patient line during the initial drain. The patient was not connected. The technical service representative advised the registered nurse to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.